Event description:
A potential product issue has been reported with our simview 3000 simulator. In the abundance of caution, this issue is being reported. During the simulation, the image amplifier moved under the pt-table and deformed it. There was no propulsion command for this motion and there was no interruption by sw limits or hw switches. The system was cut off with the emergency stop. There was no report of mistreatment, injury and/or death reported. Investigation for root cause has been initiated. Final corrective action is pending. Risk analysis complete.

Manufacturer narrative:
Risk assessment indicates: severity: 2 (moderate), reason: sudden amplifier movement (non-user triggered!) May cause pt crushing injuries if they remain undetected by the user. Probability: d (occasional), reason: (0.01-0.1 occurrences in 1000 (0.001%-0.01%), improbably, but not impossible). The operator of the systems is obliged to watch the pt during the simulation and to intervene if needed, for user intervention, multiple mechanisms are available to avoid serious injury: an interrupt mechanism based on sw limits or hw switches. The system provides an touch gard as well as a motion stop, the room provides an emergency power off button. Per the instructions for use (5604004 rev. B), the user shall daily check the functionality of the touch gard, motion enable switch, and emergency off. No other products are affected.